Event description:
Info received indicated when the head end brakes were engaged they would not hold.

Manufacturer narrative:
The hill-rom tech replaced the casters due to the age of the bed. This resolved the issue.